Event description:
Caller reported that pump became hot to touch and temperature alarms 10 and 11 were recorded. There was no adverse impact to the customer¿s blood glucose level. Cts advised the caller to use mdi as a backup therapy to ensure insulin delivery was not interrupted and confirmed the shipping address for a replacement pump, which was sent to the customer. Cts provided instructions for putting the pump into storage mode and steps to take upon receiving the replacement pump, and the customer acknowledged and understood. Caller was instructed to return the problematic pump to tandem via ups using the provided return box and pre-paid label.